Manufacturer narrative:
The hospital's biomed was unable to duplicate the issue. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm could not duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: h6(evaluation method codes).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.